Event description:
It was reported that a patient's right ventricular lead exhibited oversensing due to lead noise. The physician performed programming changes on feb 8, 2022. The patient was stable throughout.